Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an epinephrine infusion was free flowing when in use on a patient. It was reported per ikp data from (B)(6) 2017 other infusions at the time of the event where vasopressin, amiodarone and a maintenance fluid.